Manufacturer narrative:
Catheter analysis results for the 8709sc catheter with lot number (B)(4) revealed the following: -a hole in the catheter body caused by deep abrasion and -the sutureless (sc) connector of the catheter had coring/tears/cuts in seal and met leak criteria. The analysis interrogation report indicated that the pump was delivering dilaudid (40 mg/ml at 3.494 mg/day), bupivacaine (15 mg/ml at 1.310 mg/day), and clonidine (25 mcg/ml at 2.184 mcg/day) as of (B)(6) 2016. Correction: patient code (B)(4) applies and has been added.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug (unknown concentration and dose) via an implanted pump. The pump's indication for use was noted as spinal pain. It was reported that the catheter was kinked at the pump. It was also noted that there was a "leak/kink" and that there was a high drug concentration. The patient experienced a loss of pain relief. The pump's elective replacement indicator (eri) was at 28 months. The pump and catheter were explanted on (B)(6) 2016. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.